Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Investigation found that during power up the device had an error code which was the cause of the system fault having to do with the downstream occlusion sensor. During testing the device also failed with an error code causing the device to continuously alarm having issues to do with the motor.the root cause of the reported issue was found to be a defective downstream occlusion sensor. Actions were taken to mitigate the reported issue: replaced the downstream occlusion sensor and motor.

Event description:
Information was received regarding a cadd ms3 pump. It was reported that the device kept restarting and giving "system fault" error during syringe loading. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.